Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported their reason for calling was because they were no longer feeling stimulation and they had been staining panties following their recent healthcare provider appointment. The patient inquired if the battery needed to be replaced due to loss of stimulation and return of symptoms. Battery longevity information was reviewed. The patient stated they had an appointment with their healthcare provider about a month prior for an ins adjustment, noting the healthcare provider reset it to another program and higher. The patient noted that the stimulation they felt at the healthcare provider appointment was better right away, but eventually they stopped feeling stimulation and they were experiencing a return of symptoms. Patient did not wish to attempt to increase stimulation while on the phone. They were redirected to their healthcare provider. Additional information was received from a consumer indicating that the patient was experiencing a continuation of the same issue, they had an accident the day of the call and had a return of symptoms that was confirmed to have started in (B)(6) 2019. The patient initially stated that they were not able to increase stimulation, further clarifying that it won¿t work, and they felt stimulation a little bit the day of the call and the day before, but when they put it up they hadn¿t felt it and had a return of symptoms. The patient stated their healthcare provider changed the program to 3 and they changed the program the day before over the phone with a representative to program 1 and increased from1.8 to 1.9 where is was felt comfortably. The patient reported they could no longer feel stimulation when they moved the antenna away from their ins, but later stated they were still feeling stimulation a little bit. The patient reported that the stimulation was turning off by itself. The patient clarified that they turned stimulation on the day before the call but didn¿t turn it off. The patient was walked through turning on the stimulation while on the call. The patient reported it had been ongoing since they have had a return of symptoms that stimulation had turned off by itself. It was noted that the patient didn¿t notice what they were doing when stimulation turned off. The patient had not had any recent falls or traumas but that they had recent x-rays and ultrasounds in the last couple of months that could be related to the issue, and they confirmed the ins status with the programmer correctly during these events. The patient reported the stimulation was turning off following turning it on, and while on the call patient¿s stimulation appeared to be remaining on. The patient was redirected to their healthcare provider to additional troubleshooting. No further complications were reported.